Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that there is a fault in the operating system. There was no reported patient involvement.

Manufacturer narrative:
Based on additional information from the customer, the reported fault was a system failure message noted when the unit was turned on. The unit cannot be used with a system failure message, therefore preventing use of the unit.